Event description:
The purge pressure on the impella became elevated (>1000), tubing was checked for kinks, none were found. The impella rep was called and we were advised to change the impella cassette. Impella cassette was changed with no resolution of the alarm. The impella rep was called a second time, and he advised us to turn the p level down to zero for 10 seconds. This was done with the supervision of the attending physician. The purge pressure remained high after this intervention as well. It was attempted to aspirate from the purge line, and still the purge pressure remained elevated. The decision was made to exchange the impella in the cath lab.